Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient passed away coincident with continuous ambulatory peritoneal dialysis therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the peritoneal dialysis therapy was ongoing until the time of death. No additional information was available at this time.